Event description:
It was reported by repair work order that the calf supports would not hold in place due to the supports being worn. It was also reported that the foot section would not latch properly due to the mounts being worn. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.